Event description:
Reported issue: clip will bounce back when the doctor tries to clip the vessel.

Manufacturer narrative:
(B)(4) the customer returned (B)(4) unit 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that the sample appeared typical. All 6 clips were remaining in the cartridge. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. All remaining clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of "clip not closing/locking" was not confirmed based upon the sample received. Upon functional inspection, all remaining clips were able to properly load into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. No damages were observed with any of the returned clips. Since no functional issues were found with the sample, the reported issue could not be confirmed.

Event description:
Reported issue: clip will bounce back when the doctor tries to clip the vessel.

Manufacturer narrative:
(B)(4) per DHR the product hemolok ml clips 6/cart 84/box lot# 73a1900194 was manufactured on 01/04/2019 a total of (B)(4) pieces. Lot was released on 01/19/2019. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: clip will bounce back when the doctor tries to clip the vessel.